Event description:
The pt had right pulmonary embolism. For this reason, the device was placed into the pt on 10/18/1991. The pt was kept on heparin and on 11/06/1991, noted to have developed a large right retroperitioneal hematoma. On 12/04/1998, an aortic dissection with dissection into innominate and left carotid as well as a fractured long caudal strut of the vena cava filter was noted. No intervention will be done.